Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. At this time, product has not yet been returned. The sensor kit expiration date is 30 april 2021. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported skin reaction while wearing the adc freestyle libre 2 sensor and experienced unspecified symptoms of infection at the sensor site. Healthcare professional contact was made on (B)(6) 2021, and the customer was prescribed an antibiotic (doxycycline) 200 mg for the treatment of the infection. No further information was provided. There was no report of death or permanent injury associated with this event.